Event description:
It was reported that the lead had dislodged and the patient received inappropriate therapy. The lead was explanted and replaced. During lead removal, it was noted that the lead could move through the suture sleeve even though the sleeve was fixed with 3 sutures.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.